Manufacturer narrative:
The patient¿s age was not provided. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 4 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 5 years of support, a decrease in estimated pump flow was observed. The patient reportedly did not have any signs of heart failure. Lab tests showed elevated lactate dehydrogenase and free hemoglobin levels. Echocardiography and CT angiography revealed an increased left ventricle diameter and an obstruction of the flexible part of the inflow cannula. On (B)(6) 2017, lysis therapy was started with no impact to hemodynamic and pump parameters. A pump exchange was subsequently performed on (B)(6) 2017. It was reported that thrombus was observed. No additional information was provided.

Manufacturer narrative:
The report of device thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly, examination of the inlet conduit flex section revealed a deposition in the knitted graft. The formation was not denatured, lacked laminated layering, and was soft in nature. A specific cause and origin for the deposition's development cannot be conclusively determined. The deposition appeared to be obstructing a significant portion of the blood flow path and could have contributed to the reported elevated lactate dehydrogenase levels and decreased flow. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the percutaneous lead found it to be unremarkable. The submitted log captured no external power events on (B)(6) 2017 and (B)(6) 2017 when both power cables were disconnected from a power source. The absence of external power to the system led to the activation of the emergency backup battery until power was ultimately restored. The device appeared to be operating as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.